Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the tool being stuck on the attachment was confirmed. The likely cause of the failure was a detached distal bearing. It was also noted that the color band was discolored and the laser markings were illegible. B3: notified date was considered as the date of event, as the event date was unavailable. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool was stuck on the attachment. There was no patient impact in this event.